Event description:
It was reported that during an ICD changout, the set screw in the new device was stripped. A new set screw was inserted. The device is currently implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.